Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (0m000gmpkr8) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
Caller reported that the customer experienced a skin reaction while wearing an adc freestyle libre sensor. Customer had contact with a healthcare professional and received locapred and cavilon for treatment. There was no report of death or permanent injury associated with this event. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained.

Manufacturer narrative:
Additional information: section d4 (serial number) has been updated to (B)(6) from unk based on the product returned. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch, and no issues were observed with the returned adhesive. Sharp has not been returned. No malfunction or product deficiency has been identified. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The caller reported that the customer experienced a skin reaction while wearing an adc freestyle libre sensor. The customer had contact with a healthcare professional and received locapred and cavilon for treatment. There was no report of death or permanent injury associated with this event. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that the customer experienced a skin reaction while wearing an adc freestyle libre sensor. Customer had contact with a healthcare professional and received locapred and cavilon for treatment. There was no report of death or permanent injury associated with this event. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained.